Event description:
It was reported that the right ventricular (rv) lead was oversensing and triggered a lead integrity alert (lia). The rv lead was reprogrammed true bipolar and this fixed the problem. The rv coil is probably lying across the valve and picking up the atrial signal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.